Manufacturer narrative:
A review of the device history record for the blue or towels pwtb04-stma, lot #f93875 shows that the product was manufactured on 11th to 21st sep 2018. Based on the supplier¿s investigation, the device history record review did not indicate any exception that would have led to the reported incident. The supplier evaluated the retained sample. The average linting data was 0.12g/5 pieces and within limits (=0.38g/10 pieces). A sample from the customer was not provided for evaluation at this time. The or towel is made of cotton, so lint is born and inevitable. The intended use of or towel is to be used for applying medication to or absorbing small amounts of body fluids from a patient's body surface. Measures to better control and improve linting have been implemented. A suction process was added before products' final folding and operators perform this activity according to standard operation procedure requirements. In the folding process, one cloth bag protects 100 pieces of semi-finished products to avoid linting stuck onto the products during product transfer. Based on the investigation, all linting test data is within the acceptable range. There is no abnormal situation that has happened in production. Therefore, the root cause could not be determined and no further action taken. The complaint information was shared with the relevant sectors within the manufacturing facility for their awareness and we will continue to monitor for this type of incident.

Event description:
The customer reported that lint from the blue or towels pwtb03-stma from the heart catheter tray kit/ san12ccmws was found on the physician¿s hands and in the irrigation bowl during a left cardiac catheterization. The towels were used to clean equipment. There was no injury reported.